Event description:
According to info received from FDA, "during a sigmoid colon resection with take down of colostomy and eea stapled anastomosis, the suction canister exploded contaminating the field. The lid split in several pieces." Lot number j803-102 was taken from a suction liner box in the hospital hallway and may not be the exact number of the liner used in the procedure in question.

Manufacturer narrative:
Unfortunately, the product sample was not provided by the customer; therefore, an eval of the complaint device for deficiency of construction could not be performed. One lot number reported, j803-087, does not correspond to product (B) (4) that had the reported issue. The DHR for the other lot number reported, j803-102, was reviewed and no non-conformance was noted. Functional strength integrity eval for the crd product code (B) (4) verified that lot to lot implosion resistance testing is performed. Dimensional wall thickness eval is performed monthly to evaluate crd lid component wall thickness shift. All cavities evaluated in the month of manufacture were within specification and no mold refurbishment maintenance was required for 'thin lid wall'. Without the actual sample, no definite conclusion can be drawn. However, no out of specification conditions have been identified. The possibility does not exist that the unit may have been damaged during processing and/or subsequent packaging and handling including at the customer site resulting in the loss of structural integrity. In addition, customer misuse may also contribute to a potential implosion event.